Event description:
The customer reported that the device, ias12-100lpi, airseal 12/100mm lpi port, was being used during an unknown type of procedure on (B)(6) 2021 when it was reported ¿it was reported that the valve broke while use as an auxiliary port and the leakage was occurred during the surgery.¿ there was no report of injury, medical intervention, or hospitalization for the patient. The procedure was reported as having been completed with an alternate, unknown device. Upon receipt of the device an evaluation determined that the sound cap of the device had been broken during use and fragmented. All fragmented pieces of the device were returned. There was no report of fragmentation in the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Event description:
The customer reported that the device, ias12-100lpi, airseal 12/100mm lpi port, was being used during an unknown type of procedure on (B)(6) 2021 when it was reported ¿it was reported that the valve broke while use as an auxiliary port and the leakage was occurred during the surgery.¿. There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was reported as having been completed with an alternate, unknown device. Upon receipt of the device an evaluation determined that the sound cap of the device had been broken during use and fragmented. All fragmented pieces of the device were returned. There was no report of fragmentation in the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one ias12-100lpi in unoriginal packaging. Lot number was not verified. Performed a visual inspection per drawing number ab20017 rev. Ak., the sound reduction seal has a piece missing from it. The piece was returned with the device. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised that if using the optional sound cap (8mm, 12mm): inspect sound cap foam and seal prior to use. Use caution when inserting a sharp or large device through the blue sound cap seal. Inspect the sound cap after use for physical damage of any kind. This issue will continue to be monitored through the complaint system to assure patient safety.